Manufacturer narrative:
(B)(4). Evaluation: results (other): visual inspection of the returned product showed the lens was returned in liquid, however, there was no visible damage observed. (B)(4).

Event description:
The reporter stated the surgeon was inserted the micl12.6 implantable collamer lens and the lens flipped upside down as it unfolded in the eye. The lens was removed and the back up lens was implanted without any pt injury. The reporter stated the surgeon is a new user of the icl and did not align the lens properly in the injector.